Manufacturer narrative:
Correction: disregard file, suspect device is now a concomitant.

Event description:
It was reported from a bd site-visit that the device failed to alarm during communication channel errors. During unspecified programming by a clinician, a communication error occurred on the syringe pump module. The pcu and syringe module devices were removed from use (there was no patient involvement) and sent to clinical engineering. The bd technical practice consultant (tpc) was able to replicate this failure multiple times when the syringe pump module was either reseated or moved while attached to the pcu. The channel ID would not appear and communication error would immediately follow. There was no audible alarm as expected, and replicating the error was inconsistent.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported from a bd site-visit that the device failed to alarm during communication channel errors. During unspecified programming by a clinician, a communication error occurred on the syringe pump module. The pcu and syringe module devices were removed from use (there was no patient involvement) and sent to clinical engineering. The bd technical practice consultant (tpc) was able to replicate this failure multiple times when the syringe pump module was either reseated or moved while attached to the pcu. The channel ID would not appear and communication error would immediately follow. There was no audible alarm as expected, and replicating the error was inconsistent.